Event description:
It was reported that the fiber fell out of the package due to the package not properly sealed. The issue occurred during out of box failure. There were no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): g1, h2, h3, h6, h11. Correction to d7a from yes to no. Correction to h8 from reuse to initial use of device. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal tip was completely broken off. The root cause could not be identified. Based on the results of the investigation, the device was returned in the original sterile packaging however the package was opened. The device distal tip was completely broken off and was not returned for inspection. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.